Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is available at this time and no add'l service info was provided.

Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.